Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had intermittent therapy and they were having issues with speaking and their feet freezing. The patient had the ability to increase or decrease stimulation between 1 and 2 v on both sides. At the time of this report, the patient was at 2.0v and they wanted to see if decreasing stimulation would help. When the implantable neurostimulator (ins) was checked with the patient programmer, the ins was on. The issue of the patient's feet freezing had been going on since before they got the ins. The patient's feet were helped after they recouped from implant, but after a couple of months they started having intermittent freezing problems. Since the patient got the ins, their tremors were almost completely gone and they had no dyskinesia except when they were stressed. The patient had been keeping a diary and on (B)(6) 2015 the patient had freezing all day. On (B)(6) 2015, the patient decreased stimulation from 1.5 down to 1.0v and their speech improved. On (B)(6) 2015, stimulation was increased to 1.4v due to their speech being bad and garbled. The patient's speech had been hesitant since (B)(6) 2015. The patient's indication for use is movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a patient. It was reported that the speech problem happened since surgery and attempts were made at reprogramming to resolve the issue, unsucce ssfully. If additional information is received, a follow-up report will be sent.